Event description:
A malfunction alarm occurred with code malf 16, which was not resettable. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the replacement of the pump and confirmed that the customer would use multiple daily injections (mdi) as backup therapy. The customer understood the instructions to put the faulty pump into storage mode and return it with a pre-paid label.